Event description:
The customer reported to olympus, the gastrointestinal videoscope had an escape through the reed. The device was returned for evaluation. During the device evaluation, foreign material was found in the light guide lens. There were no reports of patient harm or injury. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to the reportable finding documented in b5, the non-reportable evaluation findings are as follows: forceps channel port had a scratch, air/ water cylinder had discoloration, suction cylinder had discoloration, water tightness was lost due to deformation of the scope connector cover unit, scope connector case unit had corrosion due to water leakage, plug unit was dirty due to water leakage, shield cover was dirty due to water leakage, label on suction connector was peeled, water tightness was lost due to a pinhole on the bending section cover and damage on the channel tube, image guide protector had a chip, objective lens had a crack, light guide lens had a crack, connecting tube had buckling, and universal cord had a wrinkle. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issues. It has been six years since the device was manufactured. Based on the results of the legal manufacturer¿s investigation and the available information, the foreign material could not be identified. The foreign material was observed in the gaps of adhesive that had chipped around the light guide lens. The root cause is likely due to wear, insufficient reprocessing, and deterioration of the adhesive due to physical/chemical stress from wear and reprocessing over time; however, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU): the IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. The IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.